Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided 73k150 075 is incomplete. The facility has communicated that the device is not available for evaluation. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The staples got stuck and stopped working. The patient's condition is unknown at this time.